Manufacturer narrative:
Correction in h.6. FDA method code b17 has been updated to b20. Additional information provided in h.3. And h.11. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The reporter was the patient. The file will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that after intraocular lens (iol) implantation, she was not happy with the results she received with the implanted lens. Her goal was to be able to drive at night. She was experiencing starburst and glare from the left eye which had been causing her not to be able to drive safely. Additional information was requested, but no further information is available. There are two medical device reports associated with this patient. This report is associated with the left eye.